Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, the factory-retained product sample from the involved product code/lot# combination was evaluated. Visual inspection revealed no anomalies. Magnifying inspection of the platinum coil segment (0mm-30mm from the distal end) did not reveal any anomaly, such as a deformity or jumbling of the coil. The outside diameter on the coiled segment was measured and confirmed to meet the specifications. Magnifying inspection of the uncoiled ptfe coated segment confirmed it did not have any anomaly. The ptfe coating was confirmed to be intact. The result of the distal tip fracture strength test conducted on the involved product code/lot# combination during the shipping inspection was closely reviewed. It was confirmed that there was no deviation in the test result. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. The investigation results verified that the retention sample was the normal product. Based on the investigation result, it is likely that the distal segment of the involved coil was caught in the implanted stent strut. Subsequently, in attempts to release the coil, excessive force may have been applied, including pulling force and/or torque force, to the actual sample. This resulted in the reported fracture of the actual sample. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A: patient height: 71 inches d6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the tip of the runthrough ns wire was retained in the circumflex. The patient was reported to be in good condition. Additional information was received november 5, 2018. The type of procedure being performed was a left heart catheterization with a percutaneous coronary intervention (pci). The wire was advanced through lesion in artery. The stent was placed and the wire was removed for an angiogram. The vessel was rewired to post-dilate the stent. After post dilation and wire removal, the wire tip was noted to be retained in the vessel. The wire tip broke off in the patients lcx artery. It was not removed. There was no blood loss noted. The patient was reported to be doing ok. The procedure had an unexpected outcome, as the lcx artery closed off.